Event description:
A customer reported that the coulter lh500 hematology analyzer leaked approximately 2ml of fluid at the probe. The leak was not contained within the instrument. The customer was wearing a lab coat, gloves, and mask at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. Material safety data sheet (msds) was not reviewed, but there is an exposure control plan in place at the facility. No erroneous patient results were generated in connection with this leak. The customer fixed the leak and therefore service was not dispatched for this event.

Manufacturer narrative:
Result: the customer stated that tubing had popped off the probe wipe and was causing the leak. Conclusion: the customer reattached the tubing and the leak was fixed. (B)(4). Customer resolved the issue.